Manufacturer narrative:
Final analysis found burn marks on the ac power adapter and circuit board which caused the reported inability to power the transmitter. It was concluded that the damage sustained occurred after exposure to a high current flow from the power outlet.

Event description:
It was reported that the merlin transmitter did not power up after power outage. The device would be replaced.

Manufacturer narrative:
Date received by manufacturer for MFR number 2017865-2017-32489 follow-up 1 should have been reported as jun 5, 2018.